Event description:
Enduser wife advised screw that is under joystick that holds it on is broken and causes the joystick to shift to the left. Enduser advised chair goes crooked due to joystick not working properly.